Event description:
A nurse reported a damaged lens. Pt impact is unk. Additional info has been requested.

Manufacturer narrative:
Product history records review indicated product met release criteria. There have been no other complaints reported in the lot number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested.